Event description:
Patient for elective electrophysiology ablation; during the procedure, the distal portion of the femoral vein sheath broke off below the skin surface requiring surgical removal of the distal portion of the sheath.